Event description:
Bd phaseal optima protector (p20-o) model/catalog#: 515065, lot#: 2502409, expiration#: 01/31/2027, UDI#: (B)(4). Product malfunction, balloon did not expand, and medication was unable to be extracted. This happened with multiple vials of different medications (chemos).